Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. The revision surgery occurred on (B)(6) 2025. The magnet removal surgery occurred on (B)(6) 2026. The explanted device is requested to return to the company for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. After surgery, the recipient experienced inflammation and pain at the implant site. A CT scan was performed and imaging revealed the presence of a metallic object. Upon reviewing the explanted device it was noted that it did not have a magnet. The recipient is currently performing well with good hearing performance with the new device. Surgery to remove the magnet of the explanted device is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The explant surgery was performed because the magnet from the previous implant had become lodged under the skin where the stimulator receiver was located, causing pain. The recipient is doing well and using the device with no issues following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.